Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customers wife via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to low blood pressure and was not able to breath. The cause of death was covid and low blood pressure as far as caller believes did not have death certificate. The caller stated that the customer was not able to breath that may have led to the customer's passing. The customer¿s blood glucose was very high in the 500 mg/dl when admitted to the hospital. The customer was not wearing the insulin pump at the time of death. The customer was using sensors. The insulin pump had been disconnected on october 30, 2021 because insulin pump was broken but caller was not sure how, insulin pump was beeping and even after changing the battery did not help or stop the beeping. The caller declined to return the insulin pump for analysis.